Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent revealed proximal stent damage. Proximal strut segment 1 was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. After a guide wire was advanced and plain old balloon angioplasty was performed with a 2.0mm balloon catheter, a 4.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, slight resistance was encountered and the device failed to cross the lesion. When the device was removed from the patient, it was noted that the edge of the stent strut was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.